Event description:
It was reported that impedance above 3,600 ohms was seen on all eight contacts of the two quad leads. It was determined that the extensions were bad, and the extensions and battery were replaced. It was noted that the battery was replaced because the patient wanted a restore sensor. The patient received effective therapy when the system was tested during the procedure, and received effective therapy upon being programmed after the procedure.

Manufacturer narrative:
Lead: model unknown, serial# (B)(4), implanted: 2007 (B)(6), explanted: unknown. Extension: model 3708240, serial# (B)(4), implanted: 2007 (B)(6), explanted: unknown. Programmer: model 37742, serial# (B)(4). Recharger: model 37752, serial# (B)(4).